Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the drive support cap was protruding. The customer stated that the insulin pump fell from a table. The customer stated that she did not press on the cap while she was connected. Advised the customer that the insulin pump would be replaced. Nothing further was reported.